Event description:
Caller reported a continuous glucose monitor error related to cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, successfully resolving the issue as the pump did not display the error code again, allowing the caller to restart their sensor session without further problems.